Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Grey metal pieces coming out of brush heads...sensitive...and the pieces fall into mouth...swallowed some - oral-b [accidental device ingestion] grey metal pieces coming out of brush heads...swallowed some [exposure via ingestion] grey metal pieces coming out of brush heads - oral-b [device breakage]. Case narrative: consumer via phone stated that the grey metal pieces came out of their oral-b sensitive toothbrush heads and the pieces fell into their mouth. They may have swallowed some. No injury was reported.